Event description:
During cleaning of the surgical light after an operation, the lamp head fell down. The hospital did not report any injuries. (B) (4). (B) (4).

Manufacturer narrative:
A service tech visited the hospital and evaluated the device. The screw retaining the safety ring could not be found. Consequently, the safety ring could be displaced during cleaning operation, and the safety segment become loose, allowing the lighthead to fall. This mis-positioning of the ring could have been detected by the user. The tech repaired the device and verified the other units in the hospital. Several instructions and warnings are included in the xten installation manual (B) (4) and on the product itself in order to secure this assembly. Maquet inc. Submits this report on behalf of the device mfg facility. Maquet s.a. Provides product failure investigation, analysis, and resolution for the device described in this report.